Event description:
It was reported that the customer was hospitalized due to diabetic related issue. Physician stated that the customer needs supplies because she is going to be release and does not have any supplies for her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.